Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Information was provided via medwatch report mw5057956.

Event description:
It was reported that to user attempted to insert an arterial catheter in the patient's left radial artery to monitor blood pressure. However, approximately 3.5 cm of the tip of the catheter tip broke off when the user attempted to advance the catheter in the patient's left wrist. The catheter tip was not palpable, but x-ray showed it present in the radial/volar soft tissue just proximal to the wrist. The patient was taken to the operating room and the catheter tip was removed without complications. There was no reported delay, death, or complications to the patient as a result of this occurrence.